Manufacturer narrative:
Plant investigation: no sample was returned for manufacturer evaluation. However, the failure is not related to any hardware component and therefore a sample investigation was not required. A review of similar complaints revealed that the reported failure type is a known event. The pressure alarms were correctly detected, and the multifiltrate pro machine functioned correctly. The cause of the pressure alarms could not be determined. A review of the instructions for use (IFU) was not necessary as the complaint was not related to the function/operation of the device, or to operator error. No device failure was apparent. The device worked according to its specification and detected the access pressure alarm as intended.

Event description:
Additional information was obtained upon further follow-up. Prior to restarting treatment, the patient received a unit of blood (volume not provided) to treat a low hemoglobin (value not provided) and to promote hemodynamic stability following the blood loss event. The patient¿s treatment was restarted utilizing a different machine, and no further treatment complications were reported. The treatment data was reviewed, and it was discovered there were multiple low/high pressure alarms prior to the error code. A technician was dispatched to perform post-event functional compliance testing on the multifiltrate pro. It was reported that the pressure sensors, blood leak sensor, as well as the multifiltrate pro were tested (specifics not provided) and were ¿fine¿ (machine returned to service). Although the timeline is unclear, it was reported a clot (confirmed via aspiration) was discovered in the access line, causing high access pressure, which led to the clotting. It should also be noted that the documentation provided indicates the patient¿s cvvhdf treatment included the use of a calcium replacement solution, as well as cica (citrate) for anticoagulation. According to the instructions for use, this practice is contraindicated as the use of a dialysate including calcium during a ci-ca instillation can lead to blood clotting and/or hypercalcemia. Only use calcium-free dialysate for treatments with citrate anticoagulation.

Manufacturer narrative:
The plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous venovenus hemodiafiltration (cvvhdf) utilizing the multifiltrate pro machine, and the serious adverse event of blood loss (ebl = 250 ml) which required a blood transfusion to correct a low hemoglobin brought on by the loss of extracorporeal blood volume. The patient was actively undergoing treatment when the device alarm, clotting, and blood loss events occurred. The risk of clotting and/or blood loss during cvvhdf is identified in the instructions for use and can be reasonably attributed to a variety of causes. Furthermore, patients who receive citrate for anticoagulation should refrain from using dialysate/replacement fluid containing calcium, as it promotes clotting. Based on the totality of the information available, the multifiltrate pro machine cannot be excluded from having a possible contributory role in the patient¿s blood loss event. Although an evaluation of the multifiltrate pro did not identify any issues, without hospital records, machine repair logs, discharge summary, and/or treatment records, this clinical investigation cannot disassociate the device from the serious adverse events.

Event description:
Additional information was obtained upon further follow-up. Prior to restarting treatment the treatment, the patient received a unit of blood (volume not provided) to treat a low hemoglobin (value not provided) and to promote hemodynamic stability following the blood loss event. The patient¿s treatment was restarted utilizing a different machine, and no further treatment complications were reported. The treatment data was reviewed, and it was discovered there were multiple low/high pressure alarms prior to the error code. A technician was dispatched to perform post-event functional compliance testing on the multifiltrate pro. It was reported that the pressure sensors, blood leak sensor, as well as the multifiltrate pro were tested (specifics not provided) and were ¿fine¿ (machine returned to service). Although the timeline is unclear, it was reported a clot (confirmed via aspiration) was discovered in the access line, causing high access pressure, which led to the clotting. It should also be noted that the documentation provided indicates the patient¿s cvvhdf treatment included the use of a calcium replacement solution, as well as cica (citrate) for anticoagulation. According to the instructions for use, this practice is contraindicated as the use of a dialysate including calcium during a ci-ca instillation can lead to blood clotting and/or hypercalcemia. Only use calcium-free dialysate for treatments with citrate anticoagulation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Ten minutes into a patient¿s continuous renal replacement therapy (crrt), it was reported that a multifiltrate pro machine gave an error code 7523. The error would not allow for the recirculation of blood, and thus resulted in approximately 250 ml of blood loss. The patient completed their treatment on a different machine which was set up with all new supplies. The patient received a blood transfusion, which resulted in ¿some delay to [the] treatment¿. However, there was reported ill effect to the patient. It was confirmed upon follow-up that no medical intervention or hospitalization was required. Treatment data from the machine was reviewed following the event, and it was found that there were low arterial pressure alarms and high pressure alarms. The pressure and blood sensors were checked and confirmed to be "fine". The machine was also said to be "fine" now. The sample was not available for evaluation.